Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip of the guide wire was found damaged when the package was opened prior to operation.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. No physical sample was returned, however, photo samples were submitted. The photo sample provided showed the guidewire mechanically crushed at the end. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention. Should be used only by physicians thoroughly trained in endourological guidewire techniques." The actual/suspected device was inspected.

Event description:
It was reported that the guide wire was found damaged at the tip when the package was opened prior operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the guide wire was found damaged when the package was opened prior to operation.